Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is experiencing blurry vision. She reported that on her first postoperative day, her vision was clear, but three days later her vision became blurry. The consumer stated that she cannot do much due to her blurry vision. She is using a magnifying glass to read. She is unable to drive due to her vision. She has followed up with her surgeon and has been told she will need bifocals. Her fellow eye also has a cataract. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).